Event description:
It was reported that during an emergency interventional procedure for treatment of a ruptured iliac artery, a balloon burst occurred. It was now known which iliac artery ruptured or how the artery was damaged. In an attempt to control bleeding, the occlusion balloon was advanced through the abdominal aorta, distal to the ruptured artery, however, upon inflation the balloon burst "in a pinhole fashion" at unspecified atms. It was noted that the balloon remained intact. The pt was taken to the operating room for surgical repair of the artery. The pt's status is reported as "recovered fully". It was further noted that the occlusion balloon burst did not further contribute to the adverse event, however, it did make an already difficult emergency procedure more difficult.

Manufacturer narrative:
The date of event was reported as approx two weeks prior to the date of this report the complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.